Manufacturer narrative:
Approximate age of device: 6 years, 8 months. No reports of any adverse patient events were received during the entire duration of lvad support. The device is not available for evaluation. No further information was available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired at home with the cause of death reported as "unknown". An autopsy was not performed. The cause of expiration was reported to be not device related. No additional information was received.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.